Event description:
It was reported that during a lap myomectomy, the device caused a tighten hand piece error. Procedure completed with another device. No patient consequences.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a tighten assembly message during functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure."